Event description:
This item was used to give an injection. Pt complained that it felt like the needle caught when it was inserted and when it was withdrawn. The plunger was completely depressed and the safety mechanism did not trigger (needle did not retract into safe position).